Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operative, the cardiac resynchronization therapy defibrillator (crt-d) displayed a grey battery longevity estimator bar. The device was interrogated several days later with the same results. The device was not used and replaced. There was no patient involvement.